Event description:
The customer reported that the unit's audible alarm was too low to hear. The svc technician verified the low alarm volume. The st inspected the device and adjusted the alarm control circuit. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.